Manufacturer narrative:
D2: correction. D9: device received 9 october 24. H3: one device was returned for repair. This device has not been in for service within the review period. Visual evaluation found delaminated downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and scratched lens. Primary reported problem, random error codes, was verified at power up. The cause is the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing random error codes. The number was not stated. There was no patient involvement. The issue was discovered during testing.